Event description:
It was reported that customer experienced cgm error 42 with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed cgm error did not reappear, and successfully started sensor session, with no additional issues reported.